Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that multiple malfunction alarms occurred. Subsequently after the pump reset, the pump time became inaccurate. The customer corrected the time to resolve the issue. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 300 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged pump time issue was verified in the pump logs; however, no failure was identified.